Event description:
Medtronic received information that prior to use of an affinity pixie oxygenator, it was reported that a leak was noted from the top of the device. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that there was no damage to the device, the packaging or other contents within the package. The customer stated that the leak was found during water priming. There was no blood loss and no transfusion required as the leak occurred during priming. There was no air in the system/tubing.

Manufacturer narrative:
Device evaluation summary: visual inspection showed no outward signs of any damage. The device appeared to have been primed. The customer has provided a video showing evidence of a leak next to the air purge line. Pressure integrity testing was performed at 1 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the device including around the air purge line. The reason for return was visually confirmed by the video provided by the customer. Section e initial reporter: the facility and initial reporter information cannot be provided due to privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction e1: facility name updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.